Event description:
It was reported that when using the bd pyxis¿ medstation¿ es eor2eosa main drawer 1 failed and would not open when an attempt was made to recover it. The drawer remained shut. The user attempted to reboot the station; however, the drawer still did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 did not open as the latch inseparable magnet was missing. A field service engineer (fse) replaced the latch inseparable to resolve the issue. Further the fse resecured row board cables, retractor cable connections, and internal pyxis bus cables. Then the fse verified the rail operation and found defective drawer controller board. The fse replaced the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.